Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spindle cap broke. It was reported that due to fusion hardware, visualization was not clear. An audible snap was heard and therefore the physician attempted to withdraw the spacer, however the spacer had come apart. The spacer was then retrieved with forceps. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event.

Manufacturer narrative:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. The spindle cap was not returned for analysis. Damage to the device prevented functional testing. This damage to the spacer suggests that excessive force was used and/or manipulation of the position of the device by gear shifting of the inserter during the procedure.

Event description:
It was reported that during an indirect decompression spacer implant procedure, while attempting to deploy, the spindle cap broke. It was reported that due to fusion hardware, visualization was not clear. An audible snap was heard and therefore the physician attempted to withdraw the spacer, however the spacer had come apart. The spacer was then retrieved with forceps. All the broken pieces of the spacer were removed from the patient and a new spacer was successfully implanted. There were no patient complications due to the event.